Event description:
It was reported that during a prostate procedure, diminished vaporization and overheating was observed @ 123,628 joules. Gland volume 71 ml after 24:56 minutes. The procedure was completed with a second fiber. Patient outcome listed as ¿excellent, no patient injury¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).